Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam/gear assembly has missing teeth on gear of the sternal saw. There was no patient involvement.

Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00507. The reported complaint was confirmed by the service repair technician (srt). The srt replaced the cam/gear assembly and the sternal saw operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.